Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the setscrew could not be tightened into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: the face of the set screw shows atypical witness marks from bench samples of properly tightened set screws. This set screw shows rub marks on the outside of the screw face and even rolling over the edge (fig c) the center node is also deformed unevenly. The thread of the set screw are damaged and show a vertical line that in consistent with the jumping of threads. The above observations are consistent with the rod not being fully reduced before attempting to torque the set screw.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.